Event description:
Rayner intraocular lenses limited received notification from a us healthcare facility of an event that occurred during use of a c-flex 570 iol. The event description provided states "back haptic was caught in the tip of the injector".

Manufacturer narrative:
Rayner reports the following investigation findings; our review of production records for the c-flex 570c iol batch 054e59179 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex 570c iol (may 2014) was carried out in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex 570c iol batch 054e59179.